Manufacturer narrative:
Lead was capped. No adverse events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv signal appeared to be oversensing noise and possibly t-waves. Patient was evaluated in office and sensitivity changes were made to try to cover these events. Doctor wanted to monitor over the next month. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.